Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during preparation for a stenting treatment procedure the stent moved on the balloon. The left main artery (lm) was predilated with a 4.0x8mm nc quantum balloon. The physician intended to use a 3.50x8mm veriflex stent delivery system (sds); however, while prepping the device it was noted that the stent had moved on the balloon and was not centered. The procedure was successfully completed with a 3.5x9mm non bsc stent. No patient complications were reported and the patient's current condition is okay.